Event description:
Customer reported that their t:slim x2 pump battery would not charge despite using the correct tandem cable and wall adapter, and even after attempting to charge it for 30 minutes. There was no adverse impact to the customer¿s blood glucose level reported. To resolve the issue, cts approved replacing the pump with a new one that includes updated software, and provided instructions for returning the defective unit, as the customer was unable to find a backup therapy and did not wish to wait for charging supply replacements.